Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4) report 1 of 2. The complaint received states that after deployment the enterprise vrd and delivery unknown (unk / unk) migrated and the patient had thrombosis. Patient who had a stent assisted coil embolization during which the first enterprise stent moved forward to the mca and a second one was placed over the ica aneurysm and continued with a successful embolization. Repro was given for haziness and the patient was observed for a couple of days. A berenstein catheter and bentson wire were advanced, then an unknown microcatheter was advanced to target site. The first enterprise 15 x 4 stent was advanced and deployed at the target site. During manipulation of the microcatheter in attempt to access the aneurysm, the stent was accidently dislodged distally into the mca. A second enterprise stent, 22 x 45, was advanced and deployed successfully. Four coils were successfully placed (target 360 5x15, ultrasoft 360 4x10, ultrasoft 360 4x8, ultrasoft helical 3x4) and one ultrasoft 360 3x6 coil was advanced; however, was removed and not used per physician preference. A small clot was noted in the distal right mca, reopro bolus and drip were started and continued for 12 hours. It was noted that the density of the clot was diminishing after administration of the bolus dose. No patient information provided. The patient was discharged without neurological deficits. The patient was discharged fully intact. No sterile lot numbers were provided thus no DHR review could be performed. Stent migration and thrombosis are both known potential adverse events associated with stent placement procedures and are listed in the IFU as such. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. The IFU warns that a large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. Review of the information suggests that vessel, procedural and patient factors may have contributed to the reported events.

Event description:
The complaint received states that after deployment the enterprise vrd and delivery unknown (unk / unk) migrated. Patient who had a stent assisted coil embolization during which the first enterprise stent moved forward to the mca and a second one was placed over the ica aneurysm and continued with a successful embolization. Repro was given for haziness and the patient was observed for a couple of days .the patient was discharged fully intact. No patient information provided.